Manufacturer narrative:
One unknown biomet 3i screw was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted and no per form was provided. Bone density type is unknown. The reported device was located on tooth site #3. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was not completed for the unknown biomet 3i screw since the lot number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review was not reviewed for the unknown biomet 3i screw since the lot/item number was unknown. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: h3: changed "yes" to "no". Device not returned.

Event description:
No further event information available at the time of this report.

Event description:
It was reported unknown fractured screw in site # 3 in a biomet certain 4/3 implant. Clinician said the screw had been retrieved by the surgeon and he was just looking for impression coping information, also confirmed remaining screw was discarded.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).